Manufacturer narrative:
Intuitive surgical, inc (isi) received the unit involved with this complaint and completed the device evaluation. Failure analysis was unable to reproduce the reported failure on the vsl. There were not errors found on the board after 6 hours of testing and 50 power cycles. This complaint is being reported due to a da vinci surgical system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci assisted cholecystectomy surgical procedure, the system faulted with error 40241. The customer rebooted and the fault cleared. The error 40241 occurred a second time and the surgeon elected to convert the case to a traditional open procedure. There was no report of patient harm, adverse outcome or injury. An isi field service engineer (fse) was dispatched to the facility and verified the error had occurred. To resolve the issue the fse replaced the video slice board (vsl). The vsl provides video processing paths (blend lanes) which allow the system to scale, blend, and filter the video.